Event description:
A hospital in (B)(6) reported to a distributor that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was pressure tested and immersed in a water bath to test for leaks. Results: the pressure test result was within the required specification. No leak was observed when the breathing circuit was immersed in the water bath. A lot check revealed no other complaints of this nature for lot number 090911. Conclusion: no fault was found to the returned breathing circuit. All infant breathing circuits are visually inspected and pressure tested for leaks prior to distribution, and those that fail are rejected. The user instructions supplied with the rt235 infant dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".